Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing charging difficulties that worsened following a non-device related surgical procedure. The patient had her charger replaced; however, after multiple attempts she remained unable to charger her implantable pulse generator (ipg). The patient had palpated around the ipg and place the charger directly over her it, however, the issue persisted. The physician assessed that the patient had swelling and had developed skin erosion over her ipg site. An xray was performed, and it was confirmed that the ipg had rotated inwards and was located medial and deep in the breast tissue. The patient was unable to charge due to the location of the ipg. The patient underwent a revision procedure where the ipg was repositioned and is doing well postoperatively.